Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed multiple episodes of ventricular tachycardia. High voltage therapy did not resolve these episodes and was believed to be due to lead failure. The system was removed. No further information is available.

Event description:
New information revealed that only the riata lead failed to deliver high voltage therapy. The optisure lead was explanted due to infection. The patient was stable.